Event description:
It was reported that the right atrial and right ventricular lead had high thresholds after placement of a left ventricular assist device. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had melted, there was blood in/on the helix mechanism, and there was apparent explant damage.